Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics (specific date and duration not reported) for the infection (pus formation) and the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the patient developed swelling at the implant site and was admitted to hospital (specific date and duration not reported) for conservative management. Then, the patient experienced recurrent swelling with discharge and underwent surgical procedure for wound exploration on (B)(6) 2023. Subsequently, wound dehiscence occurred, and flap reconstruction with a rotational flap based on the occipital artery was performed on (B)(6) 2023. After 5-6 months, the patient developed bleb formation over implant site and was admitted to hospital (specific date and duration not reported) for conservative management. The patient has now re-presented with infection at the implant site and implant extrusion. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was placed under general anaesthesia during wound exploration surgery on (B)(6) 2023, to remove the granulation tissue over the implant site. The patient's bleb formation over the implant site was also punctured to obtain the pus for culture (specific date not reported).

Manufacturer narrative:
Device analysis report attached.